Manufacturer narrative:
The manufacturer conducted a documentary review on the batch provided: no deviation was found. Without returned product for technical investigation, it is not possible to confirm the reported defect. The related risks are identified in our risk management file and procedure clearly described in the IFU. Therefore, complaint is classified as no definitive conclusion, unverifiable (no return product).

Event description:
On or about (B)(6) 2015, patient underwent placement of an xcela power injectable port, with model number h965451190 and lot number 132271000. The device was implanted by dr. (B)(6). The device was implanted for the purpose of ongoing intravenous access. On or about (B)(6) 2019, patient presented to (B)(6) hospital (B)(6), with complaints of fever and generalized weakness. Patient underwent blood cultures, which were positive for an infection. Patient's medical team determined that the port needed to be removed. On or about (B)(6) 2019, patient underwent removal of the xcela port. The removal procedure was performed by dr. (B)(6).